Event description:
The customer reported that the hospital had a power surge and lost electrical power while the ventilator was in use on a pt. At the loss of the hospital ac power the ventilator shut down and alarmed, but failed to transfer to backup battery power with the ventilator indicating the backup battery was not connected. The customer reported there was no pt harm. The MFR's service tech noted a diagnostic code in the ventilator log history that indicated a +24 volt power fail condition. The service tech confirmed the ventilator would not operate using the backup battery. The service tech replaced the backup battery to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specifications. Factory failure analysis of the backup battery reported internal cells were found weak or depleted, causing a failure to charge or retain a charge. When the facility lost ac power, resulting in a shut down of the ventilator the battery was unavailable as alternate dc power.

Manufacturer narrative:
Na